Event description:
It was reported that the holster was sent for repair because the back knurl is defective, and the needle can not be turned. It was not noted if the issue occurred during a breast biopsy procedure. No patient consequence was reported.

Manufacturer narrative:
Date sent: 02/09/2009. Evaluation summary: based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. To correct the issue the analysis site replaced the top and bottom frame. Parts replaced that were not related to the customer complaint were fastening material, rotational, translational and electrical cables. Also, the firing mechanism assembly was repaired. After servicing completion, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.